Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation. The event of overheating was duplicated; however, the event of leaking was not confirmed. The device was found to be affected by worn and damaged internal components, corrosion, and debris. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device overheated and leaked. There was patient involvement; no patient impact.